Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) was confirmed. As received, the belt failed incoming therapy electrode (te) recognition testing. Upon evaluation, there was an open pulse wire inside the cable connecting the distribution node (dn) and front te, between the dn and ECG electrode b. The cause of the non-functional therapy electrodes is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.